Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, however the issue could not be resolved. The patient underwent revision surgery to remove the abutment on (B)(6) 2014. The implanted device remains.